Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens haptic damaged or jammed in delivery system. This report is associated with multiple complaints. This file is 2 of 3.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information has been provided in b.5., and h.11. Based on the clarification received in b.5 the initial reported event does not meet criteria per applicable regulation for malfunction reporting. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review of the reported event it was confirmed that the reporter was referring to the staff's experience, noting that eye procedures are performed three times a week (monday, wednesday, and friday). This was not intended to suggest that the event occurred three times a week. As there is no product-related issue identified.

Manufacturer narrative:
Additional information has been provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
This report is associated with multiple complaints. This file is 1 of 3. Clarification received stating that the reporter was referring to how much experience that staff had, which was 3 times a week, because they do eyes monday, wednesday, and friday. It did not occur 3 times a week.